Manufacturer narrative:
The reported t8 cannulated hexalobe driver was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the t8 cannulated hexalobe driver (part number: 80-4151) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported that a driver broke during surgery. It was indicated the tip just broke off (patient had dense bone). The driver was discarded after the surgery. No adverse patient consequences were reported. Requests for additional information were made to no avail.